Event description:
The customer reported via phone call that they observe the numbers changing on the insulin pump. Customer stated the issue has occurred twice. The customer attempted to resolve the issue with an infusion set change. The customer also stated insulin did not exit when they performed a set change. Customer's blood glucose was 370 mg/dl. The customer stated they had to change the infusion set again because insulin did not exit. The customer also stated the insulin pump did not have any alarms. The customer declined to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.